Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an occlusion occurred. Six months post a taxus express2 stent placement, the pt came back "completely closed up". The pt stopped taking plavix 2 days prior to coming to the hosp. The kidney doctor/surgeon instructed the pt to stop taking plavix for surgery and kidney dialysis. The occluded segment was reopened. An unk bare metal stent was implanted. No add'l pt complications were reported. Pt status reported as "fully recovered. Doing fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.